Manufacturer narrative:
Results: root cause of the issue is undetermined. Conclusion: unable to confirm complaint (device evaluation in progress). Conclusion not yet available: evaluation in progress. (B)(4).

Event description:
The physician was attempting to use a scuba co-cr stent peripheral bare metal stent. No abnormalities noted during preparation and inspection of the device prior to use. No difficulty noted when loading the device onto guidewire. No resistance noted between the scuba and other devices during delivery of the device to lesion. During the surgery, the device could not be inflated, area distal of the stent was leaking contrast agent. The physician changed another to complete the surgery. No patient injury was reported for this event. Please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary).

Manufacturer narrative:
Operational context caused or contributed to the event (no abnormality noted during device preparation, event most likely procedural related).

Event description:
Evaluation summary: a haemostatic valve was connected to the guide wire port. A kink point was detected on the shaft close to the hub. Traces of radio opaque solution were detected in the inflation line. The stent seemed to be partially inflated; the proximal end was partially opened. Using a manometric syringe filled by water, the balloon was inflated, however just the proximal end of the stent deployed, due to a leakage detected on the distal end of the balloon conic part. The stent was removed and the balloon inflated increasing the pressure: a pinhole was detected over the distal balloon conic part.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.